Event description:
It was reported that a pericardial effusion and tamponade occurred during an atrial fibrillation procedure. During the second transseptal puncture, an effusion and tamponade caused by the brk transseptal needle was seen via fluoroscopy. An echocardiograph was ordered, a pericardiocentesis was performed which resolved the tamponade and the physician elected to continue the procedure. The procedure was completed and the patient was transferred to the ICU as a precaution. The patient status is listed as stable and remaining in atrial fibrillation.

Manufacturer narrative:
The device was not returned and review of the DHR was not possible as the lot number is unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.